Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump up button has been sticking and doesn¿t work sometimes. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/28/2013 with the following findings:the ok button symbol was found to be worn; however, there was no damage observed to the keypad cover. During testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive; the up arrow button required increased force to engage and was also sticking. The ok keypad button responded appropriately to button presses. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded, discolored and difficult to read. A test display was inserted and found to function properly with no visible signs of fading or discoloration of text. Also unrelated to the complaint, evaluation revealed a battery compartment crack.